Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 102459 with the following internal serum plasma control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 102459 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 102459 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a serum plasma sample tested with the alere determine hiv 1/2 ag/ab combo. The customer reported that 2 tests were performed. An hiv ½ confirmatory test (not otherwise specified) was (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as a pregnant female. The patient's outcome and treatment were unknown.